Manufacturer narrative:
It was reported that the surgiphor bottle cracked during use. There was no patient harm reported. Note, the date of event (15-nov-2025) is considered to be a best estimate. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformance's associated with this issue during production of the reported batch. Additionally, retain samples were inspected and found no visible abnormalities or signs of the reported cracking on the bottle. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per medsun report: (B)(4): "no harm to patient. When using the surgiphor antimicrobial irrigation system (ref#: 910110, lot#: 4297341, exp date: 09-30-2026), the bottle cracked while in surgeon's hand being used as directed. The wound was irrigated with large amount of sterile fluid and bottle inspected with all pieces intact."

Manufacturer narrative:
It was reported that the surgiphor bottle cracked during use. There was no patient harm reported. Note, the date of event (15-nov-2025) is considered to be a best estimate. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per medsun report (B)(4): "no harm to patient. When using the surgiphor antimicrobial irrigation system (ref #910110, lot # 4297341, exp date 09-30-2026), the bottle cracked while in surgeon's hand being used as directed. The wound was irrigated with large amount of sterile fluid and bottle inspected with all pieces intact."